Event description:
"Power failure" alarm occurred during treatment of a terminally ill pt on a prisma machine. Treatment was discontinued and the content of the extracorporeal circuit was not returned resulting in a blood loss of 107 ml. The pt's hgb decreased from mid 7's to 6.9 g/dl and the pt was transfused with one unit of blood. Treatment was not resumed as the family chose to switch to only palliative care for this terminal pt. The pt later expired. The cause of death is not related to the prisma machine or crrt therapy, but rather his disease condition, which was at the end stage.

Manufacturer narrative:
The prisma machine was not inspected by gambro. The prisma machine was inspected by the hospital biomedical technician, who observed the "check sum interrupted" message on the screen. He cleared the alarm and reviewed the events history. He observed several "filter is clotting" alarms. He contacted gambro's technical assistance services for guidance on inspection of the machine. He checked the pressure transducers and the scales and found all of them to be operating within manufacturer's specifications. He performed a one hour simulated treatment, with no problems observed. He authorized the machine to be returned to service.